Manufacturer narrative:
Field service engineer (fse) went on site to investigate report that the injector injected with out being prompted. Fse checked out the injectors operation using service checklist (B)(4), but could not duplicate the issue. Unit passed checkout procedures and was returned to the customer for service.

Event description:
Customer reports that while the user was setting up for the patient, before arming the system, the saline was injected on to the floor. This occured two times in a row, then they took it out of service pending the field service engineer (fse) verification of the system.